Manufacturer narrative:
The insulin pump received with button error alarm and intermittent act button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery alerts or alarms occurred during testing. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer did not recall any significant events leading up to this issue. The customer was unable to clear the no delivery alarm because the device's keypad was unresponsive. Blood glucose level at the time of the incident.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report. The blood glucose reading is also corrected in the event details.

Event description:
The blood glucose reading was 95 mg/dl.